Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) failure to start compression nor stopped compression while on-going compression due the lifeband (lot #unknown) breaking loose with little to no contact. Crew reverted to manual CPR. No known impact or consequence to patient was provided. Please see the following related MFR report: MFR # 3010617000-2019-01050 for the autopulse platform.